Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) due to diabetic ketoacidosis (dka). Despite delivering a manual injection prior to going to the hospital, the patient's blood glucose levels reached 700 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. Patient described the pod wear as a little loose, but otherwise intact. The pod was removed and patient was treated with an insulin drip and was sent home with neutral protamine hagedorn insulin. The patient was released after spending 2.5 days in the ICU.